Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that ranged from 400 mg/dl to "high" (specific bg value was not provided). Cause was not known. A correction injection was administered to address bg as well as an infusion set change. Recommendation was made to consult with a healthcare provider regarding diabetes management.